Event description:
This report is against maude report number (B)(4). The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional manufacture date: 9/24/2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: pioneer surgical technology manufactured the 1.7mm cable with crimp 750mm. The supplier¿s certificates of compliance indicate the parts were manufactured to and met the required specifications. The parts were inspected and found conforming to synthes incoming final inspection. No material review reports or non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.